Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent hip arthroplasty revision surgery due to metallosis. Fluid in the joint space, scar tissue, and initial cobalt level in the 30's was also reported.

Manufacturer narrative:
This follow up report is being filed to relay additional information. A 32 mm femoral head was returned for evaluation. As returned, the taper exhibits dark debris. The device contains dried bio debris on all surfaces. Analysis of the dark debris on femoral head taper revealed a composite of foreign material. Dimensional readings were conforming to print specifications. A poly liner was also returned and based on information provided; the liner was severely damaged during the explanting process. Device history report was reviewed and no discrepancies were found. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.